Event description:
Complainant alleged that while attempting to pace a pt the device did not display pacer spikes and the patient showed no evidence of receiving energy. Complainant indicated that the clinician obtained another device to continue treating the patient with the same electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.